Event description:
Incident description: we have a bruder heating pad. It is model 4570-200. The heating pad has a control with a wire from the electrical socket that enters a control box and then exits to the heating pad. The control box (where the wire from the electrical socket enters the box) "exploded" and caught fire in my wife's hand. She suffered some burns that was easily handled at home and the wire completely burned free from the box. I wanted your organization to be aware as I am an emergency physician and my concern is that my wife could have been electrocuted or a significant fire could have occurred if she was in bed with the heating pad.